Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The issue was resolved by the time of the call therefore no troubleshooting could be performed. There was no reported adverse impact to the customer's blood glucose level.